Event description:
A customer reported a primary set was leaking at the silacone segment. No report of pt harm or intervention. Although requested, no further pt or event info provided.

Manufacturer narrative:
(B)(4). The customer's report of a leak in the silicone segment was not confirmed or replicated during testing. Visual inspection of the set showed no indications of ballooning or leaking. Function and pressure testing were performed and no leaks were noted. The root cause of the customer's experience is unk. No issues were identified with the set.